Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), complete heart block (chb) was observed. Following the implant of the valve, the chb persisted and moderate paravalvular leak (pvl) was noted. Following the implant procedure, the patient was placed under observation.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx+ valve, product ID: evfxplus-26, serial: (B)(6), use by date: 2027-06-16, UDI: (B)(4). Updated: b2, b5, d4, h4, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), complete heart block (chb) was observed. Following the implant of the valve, the chb persisted and moderate paravalvular leak (pvl) was noted. Following the implant procedure, the patient was placed under observation. Additional information was received that a permanent pacemaker was implanted. No treatment was performed for the pvl.